Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous results produced by the unicel dxc 800 pro synchron chemistry analyzer for one patient. One patient sample gave a glucose (glum) result of 27mg/dl which triggered a critical rerun at the instrument and yielded a result of 26mg/dl. This result was reported outside of the laboratory. The physician questioned the result because it did not match the point of care result of 110mg/dl. The original sample was then rerun on a different instrument upon which it gave a result of 109mg/dl and the original result was amended. Bun cup also gave "initial rate low" error on this instrument during this time and no patient results were reported out. Phosphorous (phosm) was giving suppressed low patient results during this time, and patients were rerun on their other instrument. There was no effect to patient or user with regards to this event.

Manufacturer narrative:
Qc was within range when last run, approx 2 hrs 45 min before incident. Field service engineer (fse) was dispatched in 2009. Fse replaced mc sample syringe, sample probe, and dirty wash collar. Fse replaced bun electrode due to a scratch on the electrode face. Fse debubbled glucose electrode tip and then sent a new electrode which was installed by the customer. Fse replaced bun stirrer motor and tightened loose cup assembly screws. Fse opened and calibrated all mc side chemistries with fresh calibrators and verify qc recovery. Fse replaced bun/glucose reagent lines. Bci representative has requested parts to be returned to brea for further investigation. Upon recur, treatment could be impacted based upon hardware issues impacting the modular chemistries. Due to a potential for this event to recur unknowingly, there is potential that a critical analyte could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.